Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: "5. Precautions: failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported injecting a patient with unspecified juvéderm ultra in the lips. During the injection, the end totally popped off and filler went everywhere. Healthcare professional feels that it was a faulty syringe. There were no reported injuries.